Event description:
It was reported that during/after a unk procedure, patient experienced, anastomotic leak, diverting stoma between 1 to 30 days post-index gastrointestinal surgery procedure, prolonged air leak, discharged from index healthcare encounter more than 5 days post-index lung resection procedure, chest drain removal between 6 to 30 days post-index lung resection procedure, bleeding-related complications among patients undergoing gastrointestinal surgery, transfusion within 30 days post-index gastrointestinal surgery procedure, bleeding-related complications among patients undergoing lung resection, transfusion within 30 days post-index lung resection procedure, 30-day anastomotic leak among patients undergoing gastrointestinal surgery, anastomotic leak surrogate within 30 days post-index procedure, diverting stoma between 1 to 30 days post-index gastrointestinal surgery procedure.

Manufacturer narrative:
(B)(4). Date sent: 5/21/2024. B3: exact event date unk, entered 1/1/2024 as only the year was provided. D4: batch # unk. H6: health effect ¿ clinical code gastrointestinal system (e10). This report is related to a clinical evaluation report from a related research activity database; therefore, no product will be returned for analysis and the manufacturing records cannot be reviewed as the lot/batch number has not been provided.